Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During recapture of the device, the sheath was kinked. The procedure was aborted and no damage and no patient complications were noted.

Manufacturer narrative:
H3: device eval by manufacturer: returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. Inspection of the hub, sheath and tip found no damage or defects. Product analysis could not confirm the reported event, as there was no damage on the returned device.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During recapture of the device, the sheath was kinked. The procedure was aborted and no damage and no patient complications were noted.